Event description:
Syringes contained in bulk sterile convenience pak have a substance on the outside of the syringe. We have opened 3 packages in this case, and they all seem to have something foreign on them.